Manufacturer narrative:
At the completion of the clinical evaluation and based on the information received, there was substantial evidence to support the reported type iiib (intraoperative) endoleak of the distal bifurcated device. The procedure-related harms and device, user, procedure, or anatomy relatedness of this event could not be determined. While there were thickened calcifications in the distal aorta with ballooning, which could cause an intraoperative type iiib endoleak, the causation could not be confirmed. The final patient status was not reported, however, it was confirmed that the type iiib endoleak was resolved after a second bifurcated device was implanted. The manufacturing lot review confirmed all devices met specifications prior to release. These types of events will be monitored and trended as part of the quality system. Device iteration is afx2.

Manufacturer narrative:
The devices involved in this event will not be returned for evaluation and remain implanted in the patient. If additional information is obtained at a later time that is pertinent to this event, a follow-up report will then be submitted.

Event description:
The patient was initially treated for an abdominal aortic aneurysm (aaa) with the afx2 abdominal aortic aneurysm stent. During the initial procedure and after the devices were deployed, angiography showed a type iiib endoleak at the aortic bifurcation. A second bifurcated device was then implanted inside the first, and the endoleak was confirmed resolved. There have been no additional patient sequelae reported.